Event description:
It was reported that during the unknown procedure, the lung was very thick due to fungal infection. The black with slr was used for all firings. 15 (+/- 1) total firings, two devices were used. First stapler for 12-13. Second for last two firings. The surgeon wasn't certain, however, thought is was fired more that twelve times total. Firing on last 3-5, motor would stop 1/2 way through firing. Downshift was noted with very strained motor sounds. Last 3-5, firing trigger was released, and re-engage for and additional 2-4mm before it would not continue. Powered manual return would be employed and device reloaded. The surgeon noticed excessive battery heat on last 3-5 firings. Substantial enough for fellow to ask for new device and complete last 2 firings. Last two firings completed without incident, fired fully. Cv team lead emphasized proper back table cleaning and wiping down of anvil to eliminate slr adhesive remnants. Checked in on procedure to ensure proper handling. There was no patient consequences and the patient was noted as recovering well post op day two.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #703a21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.